Event description:
A trained housekeeper experienced a needle stick injury to the finger when attempting to close the lid of a sag 4808 7 1/2 gallon red sharps container which was approximately 2/3's full. Something large. Such as a spinal needle, was stuck during the lid closure. The customer feels the lids are too hard to close. There were no directions for use for this product to advise assembly of lid prior to use. The housekeeper was given hiv counseling and referred to an hiv counselor at the health dept for f/u. The housekeeper was working and reportably fine at the time of the incident investigation on 5/7/97.